Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a bilateral knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the burr motor lost power while burring the tibia. The anspach motor was replaced with a replacement anspach motor which the surgeon reported low rpm. The second motor overheated and there was a delay of 30 seconds while waiting for the burr to cool down. The case was completed successfully and there was no harm to the patient.

Manufacturer narrative:
It was determined that this device was determined not reportable as stryker mako received additional information from the sales representative that the total surgical delay was of 20 minutes.

Event description:
The surgeon was performing a bilateral knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the burr motor lost power while burring the tibia. The anspach motor was replaced with a replacement anspach motor which the surgeon reported low rpm. The second motor overheated and there was a delay of 30 seconds while waiting for the burr to cool down. The case was completed successfully and there was no harm to the patient.